Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s caregiver was unable to attach a cartridge to the device due to difficulty with the connector piece, with no visible damage noted, and the user resumed insulin delivery after switching to a new connector and completing troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact beyond temporary interruption of insulin delivery and no alerts or alarms. Investigation included user guidance and troubleshooting to replace the connector and reattempt attachment. Investigation of this case revealed that the device component involved was the connector and that the problem was an inability to attach, which resolved with component replacement and education. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the connector and device use technique.